Event description:
Upon follow-up information received after submission of the initial report it was confirmed that the lot number linked to this file was not associated with the reported adverse events.

Manufacturer narrative:
Updated b3, b5 and d10 fields. The manufacturer internal reference number is: (B)(4). Based on information received following the initial report submission the file reported under mfg report num 9610813-2026-00007 does not meet the criteria for serious adverse events as the lot in this file was not involved in the reported adverse events. This file will no longer require updates in the future. All the significant reportable information will be filed under (B)(4).

Event description:
As initially reported by healthcare professional who stated that the consumer experienced red eyes, irritation, foreign body sensation, eye pain in both eyes after wearing contact lenses. Later the consumer was diagnosed with corneal ulcer. The consumer was prescribed with unknown eye drops and medication with an unknown frequency. The current status of the consumer¿s eyes were symptoms continuing at the time of this report. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).